Event description:
Reported in journal article: "intermittent electromechanical dissociation due to mechanical prosthetic valve dysfunction", j heart valve dis; vol.9, no. 3, may 2000; (466-468). Case report of a pt who, approx 4 months post med hall mitral valve replacement (27mm), presented with recurrent episodes of syncope. Echocardiography showed the valve to be opening either intermittently or late in disatole, in between periods of normal opening. A filamentous structure of about 12mm length was seen, attached to the valve ring projecting into the "lvot". A diagnosis of intermittent valve dysfunction due to mechanical obstruction was made. Pt was admitted for re-op and placed under strict cardiac monitoring. From 5th day onward, pt became asymptomatic spontaneously. Repeat echo showed the dissappearance of the filamentous structure and normalization of valve function.